Event description:
A nurse contacted baxter's technical service center to report a hot smell on a homechoice (hc) device during start up, patient not connected. The nurse turned on the machine and stated the machine still smells hot, but the heater plate is cold, the display is blank, and the hc does not respond to button pushes. The device will be swapped. The home patient (hp) is diabetic and is on insulin or diabetes medication. Therapy was discontinued prior to completion of two (2) full cycles. The nurse was aware. The nurse stated that she gave her hc to the hp to use until the new one arrives. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received and the initial evaluation confirmed the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer reported a hot smell emanating from the device. The product analysis lab (pal) evaluated the device. The assignable cause for the customer reported hot smell was determined to be a heat damaged alternating current component printed circuit board (accomp pcb) to ac power cable assembly connector j1/p1. The accomp pcb and ac power cable assembly were replaced. This issue is being investigated through CAPA.